Manufacturer narrative:
The customer indicated that qc was within specifications prior to and after the event. The customer runs qc every 12 hrs. System check info was not provided prior to the event. System check performed after the event on 09/29/05 at 07:53 am was within specifications. The sample was collected in bd plastic lithium heparin tube with gel separator and centrifuged at 3,500 rpm for ten (10) minutes. The specimen was sampled from 12x75 an aliquot tube in 1300 series tray. Based on available info, the sample was reported to be fresh and stored at ambient temperature before repeat. A field service engineer (fse) was dispatched to the customer lab. The fse performed alignments on the instrument. The fse replaced a substrate probe. The fse verified that the instrument was operating within specifications. Although the fse performed hardware repairs, a clear root cause of this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding a false zero troponin (accu tnl) result from a single pt that was generated by the access 2 instrument. The customer indicated that the pt sample was tested for accu tnl and the result was 0.00 ng/ml. The accu tnl result was reported out of the lab and questioned by the physician. The customer re-tested the pt original sample for accu tnl. The repeat accu tnl result was 0.77ng/ml. The customer indicated that the pt original sample was also rerun on a backup triage meter "with a higher result". The actual result was not provided. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.